Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of implant / migration of essure: extrusion into uterine cavity") in a 28-year-old female patient who had essure (ess205) (batch no. 623824) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included breast prosthesis implantation. Concurrent conditions included bleeding intermenstrual, pain in thigh, ear pain, palpitations, shortness of breath, cough, breast tenderness, difficulty sleeping, hot flashes, varicose veins and polycystic ovarian syndrome. Concomitant products included ibuprofen (motrin). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), migraine ("severe migraines"), depression ("depression/neurological conditions or problems type"), dyspareunia ("painful sex / dyspareunia(painful sexual intercourse)"), menorrhagia ("heavier periods / abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("skin rashes/allergic or hypersensitivity reaction type/rashes or skin conditions type:"), female sexual dysfunction ("apareunia(inability to have sexual intecourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), gingival disorder ("dental problems:lesion on the right side of my mouth on the gums"), dysmenorrhoea ("dysmenorrhea(cramping)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), headache ("headaches"), vision blurred ("blurred vision/vsion/eye problems type blurred vision") and nausea ("nausea"). In 2010, the patient experienced alopecia ("hair loss"). In 2014, the patient was found to have weight increased ("weight gain/weight gain/loss(specify which one)"). On an unknown date, the patient experienced back pain ("back pain"), abdominal pain ("abdominal pain"), stress ("stress"), anxiety ("anxiety"), abdominal distension ("bloating"), palpitations ("blood or heart disorder/condition:heart palpitations"), hot flush ("hot flashes"), urticaria ("welts"), dry skin ("patches"), vertigo ("neurological conditions or problems type vertigo"), menstruation irregular ("irregular periods"), allergy to metals ("metal allergy/nickel allergy") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, weight increased, alopecia, anxiety, depression, dyspareunia, menorrhagia, abdominal distension, fatigue, pelvic pain, vaginal haemorrhage, rash, female sexual dysfunction, bladder disorder, urinary tract disorder, palpitations, gingival disorder, dysmenorrhoea, hot flush, cystitis, urinary tract infection, headache, urticaria, dry skin, vision blurred, vertigo, menstruation irregular, allergy to metals, nausea and arthralgia had not resolved and the migraine, back pain, abdominal pain and stress outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, cystitis, depression, device expulsion, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gingival disorder, headache, hot flush, menorrhagia, menstruation irregular, migraine, nausea, palpitations, pelvic pain, rash, stress, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, vertigo, vision blurred and weight increased to be related to essure (ess205). The reporter commented: current weight: 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2019: pfs received :following events were added : event tooth disorder updated to lesion on the right side of my mouth on the gums. New reporter added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of implant / migration of essure: extrusion into uterine cavity") in a 28-year-old female patient who had essure (ess205) (batch no. 623824) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included breast prosthesis implantation. Concurrent conditions included bleeding intermenstrual, pain in thigh, ear pain, palpitations, shortness of breath, cough, breast tenderness, difficulty sleeping, hot flashes, varicose veins and polycystic ovarian syndrome. Concomitant products included ibuprofen (motrin). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), migraine ("severe migraines"), fatigue ("fatigue"), pelvic pain ("pain"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), headache ("headaches") and nausea ("nausea"). In 2010, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced back pain ("back pain"), abdominal pain ("abdominal pain"), weight increased ("weight gain"), stress ("stress"), anxiety ("anxiety"), depression ("depression"), dyspareunia ("painful sex / dyspareunia"), menorrhagia ("heavier periods / abnormal bleeding (menorrhagia)"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("skin rashes"), palpitations ("heart palpitations"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), hot flush ("hot flashes"), urticaria ("welts"), dry skin ("patches"), vision blurred ("blurred vision"), vertigo ("vertigo"), menstruation irregular ("irregular periods"), allergy to metals ("metal allergy") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, weight increased, alopecia, anxiety, depression, dyspareunia, menorrhagia, abdominal distension, fatigue, pelvic pain, vaginal haemorrhage, rash, female sexual dysfunction, bladder disorder, urinary tract disorder, palpitations, tooth disorder, dysmenorrhoea, hot flush, cystitis, urinary tract infection, headache, urticaria, dry skin, vision blurred, vertigo, menstruation irregular, allergy to metals, nausea and arthralgia had not resolved and the migraine, back pain, abdominal pain and stress outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, cystitis, depression, device expulsion, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, menstruation irregular, migraine, nausea, palpitations, pelvic pain, rash, stress, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, vertigo, vision blurred and weight increased to be related to essure (ess205). The reporter commented: current weight: 180 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of implant / migration of essure: extrusion into uterine cavity') in a 28-year-old female patient who had essure (ess205) (batch no. 623824) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included breast prosthesis implantation. Concurrent conditions included bleeding intermenstrual, pain in thigh, ear pain, palpitations, shortness of breath, cough, breast tenderness, difficulty sleeping, hot flashes, varicose veins and polycystic ovarian syndrome. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), migraine ("severe migraines"), depression ("depression/neurological conditions or problems type"), dyspareunia ("painful sex / dyspareunia(painful sexual intercourse)"), menorrhagia ("heavier periods / abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dermatitis allergic ("skin rashes/allergic or hypersensitivity reaction type/rashes or skin conditions type:"), female sexual dysfunction ("apareunia(inability to have sexual intecourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), gingival disorder ("dental problems:lesion on the right side of my mouth on the gums"), dysmenorrhoea ("dysmenorrhea(cramping)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), headache ("headaches"), vision blurred ("blurred vision/vsion/eye problems type blurred vision") and nausea ("nausea"). In 2010, the patient experienced alopecia ("hair loss"). In 2014, the patient was found to have weight increased ("weight gain/weight gain/loss(specify which one)"). On an unknown date, the patient experienced back pain ("back pain"), abdominal pain ("abdominal pain"), stress ("stress"), anxiety ("anxiety"), abdominal distension ("bloating"), palpitations ("blood or heart disorder/condition:heart palpitations"), hot flush ("hot flashes"), urticaria ("welts"), dry skin ("patches"), vertigo ("neurological conditions or problems type vertigo"), menstruation irregular ("irregular periods"), allergy to metals ("metal allergy/nickel allergy"), arthralgia ("joint pain"), hernia ("hernia") and abdominal pain upper ("stomach aches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, weight increased, alopecia, anxiety, depression, dyspareunia, menorrhagia, abdominal distension, fatigue, pelvic pain, vaginal haemorrhage, dermatitis allergic, female sexual dysfunction, bladder disorder, urinary tract disorder, palpitations, gingival disorder, dysmenorrhoea, hot flush, cystitis, urinary tract infection, headache, urticaria, dry skin, vision blurred, vertigo, menstruation irregular, allergy to metals, nausea and arthralgia had not resolved and the migraine, back pain, abdominal pain, stress, hernia and abdominal pain upper outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, cystitis, depression, dermatitis allergic, device expulsion, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gingival disorder, headache, hernia, hot flush, menorrhagia, menstruation irregular, migraine, nausea, palpitations, pelvic pain, stress, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, vertigo, vision blurred and weight increased to be related to essure (ess205). The reporter commented: current weight: 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: hernia, abdominal pain upper. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received: reporter information was added. New events "hernia and stomach aches" were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of implant / migration of essure: extrusion into uterine cavity") in a 28-year-old female patient who had essure (ess205) (batch no. 623824) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included breast prosthesis implantation. Concurrent conditions included bleeding intermenstrual, pain in thigh, ear pain, palpitations, shortness of breath, cough, breast tenderness, difficulty sleeping, hot flashes, varicose veins and polycystic ovarian syndrome. Concomitant products included ibuprofen (motrin). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), migraine ("severe migraines"), fatigue ("fatigue"), pelvic pain ("pain"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), headache ("headaches") and nausea ("nausea"). In 2010, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced back pain ("back pain"), abdominal pain ("abdominal pain"), weight increased ("weight gain"), stress ("stress"), anxiety ("anxiety"), depression ("depression"), dyspareunia ("painful sex / dyspareunia"), menorrhagia ("heavier periods / abnormal bleeding (menorrhagia)"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("skin rashes"), palpitations ("heart palpitations"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), hot flush ("hot flashes"), urticaria ("welts"), dry skin ("patches"), vision blurred ("blurred vision"), vertigo ("vertigo"), menstruation irregular ("irregular periods"), allergy to metals ("metal allergy") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, weight increased, alopecia, anxiety, depression, dyspareunia, menorrhagia, abdominal distension, fatigue, pelvic pain, vaginal haemorrhage, rash, female sexual dysfunction, bladder disorder, urinary tract disorder, palpitations, tooth disorder, dysmenorrhoea, hot flush, cystitis, urinary tract infection, headache, urticaria, dry skin, vision blurred, vertigo, menstruation irregular, allergy to metals, nausea and arthralgia had not resolved and the migraine, back pain, abdominal pain and stress outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, cystitis, depression, device expulsion, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, menstruation irregular, migraine, nausea, palpitations, pelvic pain, rash, stress, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, vertigo, vision blurred and weight increased to be related to essure (ess205). The reporter commented: current weight: 180 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events: "abnormal bleeding (vaginal), skin rashes , apareunia , bladder problems, urinary problems or changes, heart palpitations, dental problems, dysmenorrhea , hot flashes, bladder infection, urinary tract infection, headaches , welts, patches , blurred vision , vertigo, irregular periods, metal allergy , nausea, joint pain, she did not undergo essure confirmation test", reporter, lot number added from pfs. Concomitant and historical condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("severe migraines"), back pain ("back pain"), abdominal pain ("abdominal pain"), weight increased ("weight gain"), alopecia ("hair loss"), stress ("stress"), anxiety ("anxiety"), depression ("depression"), dyspareunia ("painful sex"), menorrhagia ("heavier periods"), abdominal distension ("bloating"), fatigue ("fatigue") and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, migraine, back pain, abdominal pain, weight increased, alopecia, stress, anxiety, depression, dyspareunia, menorrhagia, abdominal distension, fatigue and pelvic pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, stress and weight increased to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.